Event description:
Independent repair center customer alleged unit has low o2 or yellow light and the key failure is the manifold is stuck. Additional malfunctions include the power switch for the control panel has a short circuit.